Manufacturer narrative:
Product event summary: analysis found that the printer drawer was broken, the stylus does not work and the device had a chirping sound, as a result the speaker was replaced. It was also noted that the system fan was noisy, the antenna was loose, the bezel was broken, and the software was reloaded due to an error.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067l, rf (radio frequency) head; product ID 229047, analyzer. (B)(4).

Event description:
It was reported that the programmer "chirps" and will only print on half the printer paper. It was also reported that after disconnecting the radio frequency (rf head) and touch pen and rebooting, the touch pen no longer worked. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.